Event description:
Customer states bristles started coming out of the brush heads, she tried brushing twice and it happened both times. She felt has though the bristles were stuck in her gums, they became swollen and began to hurt her. Could have been possible that it damaged the gum, but the dentist said that are no bristles there, gum line was swollen and hurting.